Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the new tip found to be broken during surgery. The surgery was completed after replacing the product with new one. There was no patient impacted.

Manufacturer narrative:
Two opened broken phaco tips in a bag were received for the report. The returned samples were visually inspected and both were found to be non-conforming. Sample #1 was broken at cone to cannula transition area, breakage is straight. Sample #2 was broken at aspiration bypass hole breakage is very jagged. Both samples also had even wall thickness and wear on the threads, back of flanges and nut corners, which is consistent with use. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the phaco tips were broken. The root cause for the broken phaco tips cannot be determined from this evaluation. The phaco tip visual inspections do not show any manufacturing issues that would cause the broken phaco tips. The exact root cause for the broken phaco tips is unknown; therefore specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tips exhibited on the returned opened samples, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).